Event description:
It was reported that there were chronically low r waves on the right ventricular (rv) lead. The lead was explanted and a new lead was implanted with acceptable r waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One ventricular fibrillation (vf) episode of 200 milliseconds average v-cycle occurred on (B)(6) 2012 at 08:51:03. (B)(4).